Event description:
It was reported that 5 syringe 3ml ll 200 s/c experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 8297827. Complaint 1 of 2. 1. Description of issue: customer reported when filling his cartridge with insulin, his syringes begin to leak insulin where the needle screws onto the syringe. Customer confirmed he did not feel fill resistance. 2. Number of occurrences: 5 3. Did the customer insert the needle into the cartridge and encounter fill resistance? -no. 4. Item number 3 ml syringe ¿ 309657 26 g, 3/8¿ needle ¿ 305110 5. Product lot number: 8297827 6. For bd product only, are samples available for investigation? -no. 7. Did issue cause any injury? If yes, what type of injury? -no. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? -no.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 syringe 3ml ll 200 s/c experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 8297827. Complaint 1 of 2. Description of issue: customer reported when filling his cartridge with insulin, his syringes begin to leak insulin where the needle screws onto the syringe. Customer confirmed he did not feel fill resistance. Number of occurrences: 5. Did the customer insert the needle into the cartridge and encounter fill resistance? -no. Item number: 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle ¿ 305110, product lot number: 8297827. For bd product only, are samples available for investigation? -no. Did issue cause any injury? If yes, what type of injury? -no. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? -no.